Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their pd treatment. It was unknown when the fluid leak started. Prior to discovering the leak, an m31 air detected in cassette alarm had occurred during drain 1 of 4. The ts representative assisted the patient with cancelling their treatment. Fluid was observed on the inside of the cassette door when the patient went to remove the cassette. At this time, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to inform their pdrn of the replacement. The patient confirmed they had continuous ambulatory pd (capd) supplies, and that they were properly trained to perform capd therapy. Additional information was obtained during follow-up with the patient and the patient¿s pdrn. The pdrn confirmed that they were notified of the event. The source of the fluid leak was not known, and it was unknown what may have caused the leak to occur. The patient stated there was no visible damage noted on the cycler set. It was confirmed that the patient was trained to perform stat drains in addition to capd therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Prophylactic antibiotics were not prescribed to the patient. It was confirmed the replacement cycler was received, and the patient is continuing pd therapy on the replacement without any further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their pd treatment. It was unknown when the fluid leak started. Prior to discovering the leak, an m31 air detected in cassette alarm had occurred during drain 1 of 4. The ts representative assisted the patient with cancelling their treatment. Fluid was observed on the inside of the cassette door when the patient went to remove the cassette. At this time, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to inform their pdrn of the replacement. The patient confirmed they had continuous ambulatory pd (capd) supplies, and that they were properly trained to perform capd therapy. Additional information was obtained during follow-up with the patient and the patient¿s pdrn. The pdrn confirmed that they were notified of the event. The source of the fluid leak was not known, and it was unknown what may have caused the leak to occur. The patient stated there was no visible damage noted on the cycler set. It was confirmed that the patient was trained to perform stat drains in addition to capd therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Prophylactic antibiotics were not prescribed to the patient. It was confirmed the replacement cycler was received, and the patient is continuing pd therapy on the replacement without any further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3, h6 plant investigation: the cycler was returned to the manufacturer for physical evaluation. An external visual inspection of the device showed no signs of physical damage. The functional check of the display brightness failed. When powering on the cycler, the ok, stop, and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause of the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There was also visual evidence of a clog in the hp2 and hp3 filters. The cycler underwent and passed a patient sensors test, a valve actuation test, a teach pumps check, and a mushroom head check. The cycler failed the system air leak test. A pressure leak was traced to the safety clamp leaking. Pneumatic valve 23 was temporarily replaced and the pressure became stable. A post-accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported fluid leak event. However, a display brightness problem was identified which was determined to be caused by an internal short on the transformer of the inverter board.